Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed multiple instances of "cassette not attached properly," and the cause was traced to a faulty downstream occlusion sensor. Due to the age of the pump being over 10 years old, the pump was deemed as beyond economical repair. Therefore, no action was taken.

Event description:
It was reported that the pump had a cassette not attached error and it was found out during testing. Evaluation of the returned device confirmed the error was due to a faulty downstream occlusion sensor.